Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from april 27, 2018 - may 01, 2018. H10: the device was received for evaluation. Visual inspection was performed which revealed a fluid contained inside the housing which indicated a leak. A functional leak testing was performed which revealed a leak coming from the welded area of the volume indicator. The reported condition was verified. The cause of the condition is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor was leaking. The leak was coming from between the balloon and outer cover and further through the hole (opening) of the tubing. The device was filled with sodium chloride (nacl). This issue was identified during filling. There was no patient involvement. No additional information is available.